Manufacturer narrative:
The reported event of failure to advance the lead in the catheter was not confirmed. As received, a complete lead was returned in one piece for analysis. The lead was evaluated with the catheter and did not find any restriction/obstruction. Visual and x-ray examination did not find any anomalies on the lead.

Event description:
During an initial implant procedure, the left ventricular (lv) lead was not able to be advanced through the catheter. A new lv lead was successfully implanted to resolve the event. The patient was stable with no consequences.